Event description:
It was reported that noise was noted on remote transmissions. The patient received inappropriate shocks due to noise on the right ventricular (rv) lead. Programming change was made. The rv lead is known to have externalized conductors. The rv lead was later capped on (B)(6) 2022. The patient was in stable condition with no adverse health consequences.